Manufacturer narrative:
No patient involvement. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse replaced "excessively worn" peristaltic pump tubing. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the failed calibration and system checks was a hardware malfunction of the peristaltic pump tubing. This malfunction has the potential to generate erroneous patient results; however, there is no indication erroneous patient results were generated as a result of this event. (B)(6).

Event description:
The customer reported failing calibrations and system check involving the unicel dxi 800 access immunoassay system serial number (B)(4). After the failed calibrations, the customer performed system checks, which failed due to high washed %cvs of 72% and 68%. Customer technical support (cts) had the customer inspect the aspirate and dispense probes and confirmed they were not dirty, leaking or obstructed. Cts then had the customer replace the aspirate probes and duckbill valve. The customer repeated system check and notes it failed with a high washed %cv of 74.58%. Calibrations and system checks were not performing within assay and instrument specifications at the time of the event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.